Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to damage on the charged couple device (ccd) unit and the circuit board of video plug section, the e218 (scope malfunction error) occurred. Additional non-reportable malfunctions were found during evaluation are as follows: adhesive on bending section cover (a-rubber) was detached, video connector had a scratch, due to damage on forceps elevator (fe) lever surgical products (sp) the bending section could not be fixed firmly, the grip, switch 1 (sw1), universal cord, up/down (ud) plate, fe lever(sp), light guide (lg) connector, lg-cover glass, protector of the universal cord on the control section side, angulation lever, and video connector all had a scratch, sw1 had discoloration. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex deflectable videoscope had a failure error that indicated no image. The issue was found during a therapeutic procedure. The procedure was completed with another of the same device. There were no reports of patient injury or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. Based on the results of the investigation, the suggested event was confirmed. The probable cause of the defect was determined to be due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The instructions, operation manual ¿preparation and inspection: inspection of the endoscopic system¿, chapter 3, section 3.8, identifies the following related verbiage which could have detected the phenomenon: inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.